Event description:
A surgeon reports a pt developed endophthalmitis following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. The surgeon is not sure what the cause may be. Additional info has been requested.